Event description:
During planning of a 3dcrt treatment, the german clinic noticed an anomaly in the dose distribution calculated with the raystation photon monte carlo dose engine. Investigation shows that this was due to a software error affecting only the photon monte carlo dose engine. Dose may be underestimated for beams close to the edge of the dose grid, when the field direction is close to parallel to one of the dose grid borders. The patient was not treating using the incorrect plan. The photon monte carlo dose engine can lose dose in voxels close to the edge of the dose grid, when the field direction is close to parallel to one of the dose grid borders. This error occurs due to floating point imprecision problems in the ray tracing algorithm used to project each photon from the fluence plane upstream of the patient to the dose grid. The ray trace is intended to locate the first dose grid voxel, where the monte carlo transport is to be started. In the situations described, the dose grid is erroneously missed, with the result that the photon is not transported further and thus removed from the dose scoring. This can lead to severe underestimation of the dose in the patient.